Event description:
As reported, the 5f exoseal vascular closure device (vcd) did not change color throughout use. There were no reports of patient injury. It was verified that the angle of operation was about 45 degrees; the speed of retraction was moderate; and the guidewire loop popped out normally and could not be pulled outside the body. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated section b3. Date of event with correct event date (25-feb-2025) complaint conclusion: as reported, the 5f exoseal vascular closure device (vcd) did not change color throughout use. There were no reports of patient injury. It was verified that the angle of operation was about 45 degrees; the speed of retraction was moderate; and the guidewire loop popped out normally and could not be pulled outside the body. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was returned in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. The guard locking simulation could not be performed as the indicator wire was received already deployed. A mechanism deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis was performed with no anomalies noted. The window achieved all colors. The plug was deployed. The internal mechanism showed no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R: 213 (c19). C: 67 (d14).